Event description:
It was reported that air in the line. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product device was received for evaluation. The air detector test fail and the air detector was replaced. The root cause for reported issue is unknown. Under protocol b10009406, as a result of warning letter cms# 617147.